Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012; product type: catheter.

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the patient reported that on (B)(6) 2007 they were not getting pain relief from their pump despite increasing the dose. A test was done and it was determined that the intrathecal drug was not getting to the patient's spinal fluid. It was noted that prialt had been tried along with morphine. Although the patient could not remember if the drugs had been combined, the dose and concentrations were also unknown.

Manufacturer narrative:
Refers to the main device, other components include: product ID 8709, serial# (B)(4) implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: catheter.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the drug not reaching the patient's intrathecal space could have been either a leak, a catheter disconnection, or a catheter migration. The cause for the drug not reaching the intrathecal space might have been a migration of the catheter. As a result, a catheter replacement was done to resolve this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.